Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was found that epic was not communicating with bd logistics. The technical support specialist (tss) dialed into the server and ran structured query language (sql) queries (incoming request hist and incoming request), confirming no new orders were coming through. The tss escalated this malfunction to cce and noted orders were delayed in logistics. Later, tss checked pyxis refills and contacted the customer, who confirmed they could now see the orders. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es epic was not communicating with the pyxis machines, which prevented nurses from pulling medications and caused medication labels to not print at the scheduled time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.